Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The reporter indicated the surgeon implanted a 13.2mm vticmo_13.2 implantable collamer lens -14.5/+4.5/087 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2016. Reportedly, lens repositioning was previously attempted but did not reach desired outcome. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault and lens rotation. The exchange for the longer lens resolved the problem. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.5/+4.5/087 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault and lens rotation. The problem was resolved.

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found no visible damage to lens with foreign material (residue) on lens surface. Claim# (B)(4).